Event description:
(B)(4). It was reported that 245 days following a coronary artery drug eluting stenting treatment procedure, the patient developed an aneurysm. The index procedure treated a 100% stenosed lesion located in the first posterolateral artery with pre-dilation and the placement of a 2.75 x 32mm taxus express2 stent. Post-dilation was performed resulting in 0% residual stenosis. During the patients' 9 month angiographic follow up, an aneurysm was noted in the first left posterolateral artery. No additional information is available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the batch found the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4): device not returned for analysis.